Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during the initial implant procedure, when implanting the right ventricle (rv) lead for left bundle branch area pacing (lbbap), the rv lead made contact with the right bundle branch resulting in atrioventricular (av) block. Following the procedure, the patient remains in av block and is pacer dependent. The rv lead was implanted and the system was programmed accordingly and no additional intervention was performed. The patient was in stable condition.